Manufacturer narrative:
Follow up information received on 30-mar-2016: no further information was provided despite follow up attempts. Follow-up received on 18-may-2016: quality-safety evaluation of ptc: ptc global number (B)(4). Essure lot number: d40633. (B)(4). Based on the complaint as reported, the physician had issues placing the device, then decided to remove it which cause the insert to break. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of select part of device: (the cathether and/or micro-insert and/or introducer) breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-may-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the implant introduced in fallopian tube twisted. The physician tried to remove it and it broke in 2 parts. The reported events are listed according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, considering the device breakage occurred in association with essure procedure (in an attempt of device removal), causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship of medical events with a quality defect is not applicable. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2016 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure generic reimbursement program. On (B)(6) 2016, the patient had essure (fallopian tube occlusion insert) inserted. The physician reported during placement the implant introduced in fallopian tube twisted. At the time of implant removal, it broke in 2 parts. Bilateral insertion was done with another essure system. Follow-up information received on 15-feb-2016: nca number was provided: (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the implant introduced in fallopian tube twisted. The physician tried to remove it and it broke in 2 parts. The reported events are listed according to essure's reference safety information. Single cases of essure breakage have been reported, mainly during difficult insertions/removals. In this particular case, considering the device breakage occurred in association with essure procedure (in an attempt of device removal), causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the events did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information (device breakage questionnaire) will be requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.